Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hypoglycemia following an unannounced breakfast that led to hyperglycemia requiring automated correction deliveries, after which blood glucose decreased to 55 mg/dl despite the user ingesting repeated carbohydrate portions; the user reported frequent lows and anxiety about glucose near 100 mg/dl and had been announcing meals less often. Symptoms included hypoglycemia. Outcomes included no need for medical or third-party assistance and no hospitalization. Investigation included customer education on proper meal announcement and treatment of lows, a guided factory reset, and scheduling of additional training with a clinical diabetes specialist. Investigation of this case revealed use-related factors, including missed meal announcement and delayed low treatment, with no alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear due to user-related factors and insufficient evidence of device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.